Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that the patient faced infusion set occlusion event. Occlusion was located in the tubing. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: argentina.